Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's mother reported the meter showed active insulin of 1.9 units. Mother reported the following: 02:38 a.m. Blood glucose level 320 mg/dl, 05:41 a.m. Blood glucose level 358 mg/dl; bolused 1.4 units, 06:40 a. M. Blood glucose level 244 mg/dl; bolus advice was 0, active insulin: 1.9 units. Mother is questioning the amount of active insulin the meter displayed. No adverse event reported. Requested return of the alleged meter and pump for evaluation.